Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a complaint which was created in error, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
The getinge field service engineer (fse) notified the customer that the batteries were expired, and required replacement. The iabp was not cleared for clinical use, a supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during servicing the batteries on the cs100 intra-aortic balloon pump (iabp) were expired. There was no patient involvement, and no adverse event was reported.